Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07632. The pt received four leads, and three leads had the same lot number. It was reported on of the occipital leads (off-label use) had migrated after the pt had done some heavy lifting. The lead was now located in the neck area. It was undetermined which lead had migrated, so both possible lots have been reported. Follow up identified the physician explanted and replaced the migrated lead. It was reported the pt had normal impedances after the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.